Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the lead had no capture. Multiple positions were attempted but the issue remained the same. A new lead was used. Patient was stable.